Event description:
During verification testing at the service center, the device displayed e301 (audio alarm failure) with no audible alarm tone while on the high volume setting.

Manufacturer narrative:
During testing the device displayed e301 (audio alarm failure) with no audible alarm tone while on the high volume setting. This was due to the piezo alarm assembly. Further testing by the supplier found that the transistor gain value (beta) of the transistor, internal to the piezo, was not sufficient to drive the piezo buzzer resulting in no audible alarm tone. This report represents all the information known by the reporter upon query by hospira personnel.